Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert. High capture threshold and high out of range lead impedance were noted. Programming changes were made.